Manufacturer narrative:
Blocks a2/a3/a4: the patient's dob or age at time of event, sex, gender, and weight are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block g2: foreign- japan block h3: the angiosculpt catheter was returned intact to a non-philips guidewire. Visual inspection found a wrinkled balloon and transition tubing. Additionally, under microscopic inspection, an accordioned inner member at the hub was noted. During functional testing, an attempt was made to remove the guidewire from the catheter but there was no guidewire movement. Block h6: a probable root cause may be due to the damage within the hub preventing the catheter from being removed separately from the guidewire. Based on the device evaluation, it is likely that some degree of force was applied during removal, resulting in the damage observed. A review of the DHR and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt catheter was used in a peripheral procedure in the mid sfa. During use, the angiosculpt became stuck on the non-philips guidewire and had to be removed as a system. The procedure was completed with a new angiosculpt. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.